Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is not confirmed. Upon visual evaluation, the upper jaw fully closed and grasped the suture properly. No problem found. It was noted that the device showed discoloration. Functional testing was performed noticed that the device did work as required.

Event description:
It was reported on 01/06/2023 by a sales representative via sems that an ar-13999mff fastpass scorpion needle will not pass through tissue. Case involvement, no patient effect.